Manufacturer narrative:
The treatment tip associated with this event was not returned for evaluation. Datacard logs were returned for evaluation. The datacard log showed the following errors occurred during treatment: temperature tip force high, temperature tip force low, tip temperature too high, and general tuning failure. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system and handpiece perform as expected. According to thermage flx user manual, blisters are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. No nonconformities or anomalies were found related to this event when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.

Manufacturer narrative:
The device has been requested. The investigation is underway.

Event description:
A user facility reported that a burn to the patient's left eyelid occurred during a thermage flx treatment. Review of a patient image by the solta medical reviewer photograph notes that there is demonstrated erythema, and a wound located beneath one eye. As of nearly one month post treatment, the patient is still under treatment at a burn hospital, with not much improvement noted. As the burn occurred in the delicate periocular area, a permanent scar is expected. No other treatments (besides the one reported) were being performed in same area where symptoms were reported. The patient was not administered any pain medication or placed under anesthesia. An eye shield was used, and the type of eye shield lubrication is unknown. The incident occurred after 100 reps on the left periorbital area, to which a burning sound "bzzz" was heard. The highest energy level used was 2.0. Temporary error messages were reported, but the user is not sure about the exact error type. A stamping method was used. 30 ml of unscented solta coupling fluid was utilized. The treatment tip surface was inspected prior to use and there was nothing to note. The treatment tip surface was reinspected during the treatment every 100 reps. This is the first time the treatment tip had been used.